Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00216. Note: device 2 included two leads from the same lot number. It was reported the physician attempted to place leads for a trial procedure. The surgery was extended one hour due to the patient's anatomy and scar tissue and the procedure was abandoned.